Manufacturer narrative:
Date sent to the FDA: 02/14/2020. Additional information: d4, d10, g1, h4, h6. A manufacturing record evaluation was performed for the finished device lot number pdp982, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: an opened box with twenty-four unopened samples of product code 8718, lot # pdp982 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force average did not meet requirement. Due to the average did not meet with the requirements the rest of the samples were test by needle pull. According to functional test by needle pull, the results did not meet with the finished goods requirements by average.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How many devices had the ¿needle pulling away from suture material ¿issue in this single procedure? What was the date of the initial procedure? Name of the procedure? Date the event occurred? Lot number device return status/follow up?

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. The needle was pulling away from the suture material. There were no patient consequences reported. There was no delayed surgery. Additional information has been requested.